Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, infection

Event description:
Patient reported encapsulation. "Right arm and armpit very painful and weak. Cant sleep on my back too painful or put my arms above my head. Had a number of infections since having them fitted uti, chest infections, always got flu like symptoms. And chronic pain now been told I've got fibromyalgia. Always tired more than normal. Breast is very painful to a little touch." Also noted being stressed and upset due to the symptoms. Physician reported capsular contracture, baker grade IV. Right side. Device explanted with total capsulectomy.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, infection.

Event description:
Patient reported encapsulation. "Right arm and armpit very painful and weak. Cant sleep on my back too painful or put my arms above my head. Had a number of infections since having them fitted uti, chest infections, always got flu like symptoms. And chronic pain now been told I've got fibromyalgia. Always tired more than normal. Breast is very painful to a little touch." Also noted being stressed and upset due to the symptoms. Physician reported capsular contracture, baker grade IV. Right side. Device explanted with total capsulectomy.